Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported to have experienced sensor glucose versus blood glucose differences that triggered threshold suspend. Their sensor glucose was 60 mg/dl and blood glucose was 220 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer mentioned that sometimes their sensors get stuck in their serter. The sensor will not be returning for analysis.